Event description:
The patient experienced a burning sensation. A couple weeks ago the stimulation started doing crazy things on its own. The stimulation would increase or decrease without her changing the stimulation. She has had no fall or trauma. The ins was fully charged. She started having a lot of pain where the leads are about a good month ago. The pain was described as: intense, aching, shooting, burning and stinging. An appointment was scheduled with her doctor for thursday at 9:30am. It was reported on (B)(6) 2013 that the patient still had concerns regarding her device or therapy but was working with her doctor or company representative. Additional information has been requested.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).